Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: visual and tactile analysis noticed numerous separations on the catheter shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported the catheter broke. The physician selected the use of a fetch 2 catheter for a thrombectomy procedure. During preparation of the device it was noted to have kinked but also snapped in two spots. The device was never introduced to the patient. The procedure was complete with another of the same device.